Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported. Additional information was received indicating that this lead was attempted due to helix was deformed when the helix was initially extended.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm the damage/defective reported observation based on a helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid. Testing was completed to assess lead electrical performance. Also, it was noted that the conductors were intact. Furthermore, susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported. Additional information was received indicating that this lead was attempted due to helix was deformed when the helix was initially extended.